Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needless connector had backflow the following information was received by the initial reporter with the following verbatim: distributors complaint: we hereby notify you that, regardless of the batch, the use of the device in question often results in blood reflux from the venous catheter. As regards the aulss, 2 different reports came from both the treviso hospital and the vittorio veneto hospital. We ask, if possible, to be contacted by the specialist for a live demonstration of the problem and for any refresher training on use. At your disposal

Event description:
Additional information: we report that no impact on the patient and no leakage of blood was verified.

Manufacturer narrative:
Investigation results: no samples were received for investigation of pr (B)(4), in which the customer has stated: ¿although the plug closes the venous access, blood flows back into the end of the device¿. The product in use at the time is reported to be a mz1000 from lot 22055461. The customer confirmed that no leakage was observed during this incidence. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22055461 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 products in the past 12 months.